Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# j0444100v, implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A lead issue was reported for a patient whose medical history included overactive bladder. The battery had been replaced about 5 months ago and at their office appointment on the day of the report, it was reading 1-6 months remaining battery life. It was reported all electrode impedances were reading out of range (>50) except those associated with the case. It was noted the patient denied any falls or other inciting incidents. The patient had been seen on the day of the report by the hcp and had their device interrogated. The program had been switched to c+ 3- and the patient had been feeling stimulation vaginally. The patient reported good therapeutic benefit. It was noted that surgery had been scheduled for the lead and ipg replacement on (B)(6) 2019 and that the issue had not been resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that on (B)(6) 2019 the patient had a complete system replacement of the battery and lead. At that time all impedances were within normal range. Rep did not know the exact weight of the patient and the account kept the explanted device. As of now the patient was doing well per the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They reported the cause was unknown. They again stated that the action taken was that the lead was replaced on (B)(6) 2019. They were unsure if the device would be sent back. No further complications were reported.